Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had increasing incontinence and loss therapeutic since last office visit in (B)(6) 2019 but did not report until (B)(6) 2020. It was also reported that the devise was "off." Turned on and reprogramed date of test: (B)(6) 2020. Resolved without sequelae (B)(6) 2020 and patient felt stimulation. It was noted that the event was related to the device or therapy, not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received.